Event description:
It was reported that patient was admitted. The patient had an eroded modular cable and unfortunately did not return to have it repaired. The patient had been having intermittent low flow alarms. The opposite portion of their modular cable that was eroded and could not be replaced; the side that was connected to their driveline, and pump. The patient planned to be inpatient at least another week or two. Cardiothoracic surgery and infectious disease teams were consulted for a plan of care for a pocket in their abdomen near the driveline. Log files captured low flow events on (B)(6) 2024. There were also several low flow flags. It was additionally reported that the patient passed away on (B)(6) 2025. Additional log files captured low flow events beginning at 7:42 pm on (B)(6) 2025. These continued until 8:55 pm with flows fluctuating between 2.4-2.5 liter per minute (lpm). Further low flow alarms occurred starting at 10:51 pm and continued until the driveline was disconnected at 12:20 am. Flow values during this period progressively dropped from a baseline of 3.5-4 lpm down to 0 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that patient originally presented a communication fault back in (B)(6) of 2024, was scheduled for a driveline cleaning, but left against medical advice before the cleaning could be performed. Driveline cleaning was performed on (B)(6) 2025 with a modular cable exchange. This event was determined to be supplemental information to manufacturer report number 2916596-2024-05243.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. B2 - date of death: corrected. This event was determined to be supplemental information, and the investigation findings will be submitted under MFR# 2916596-2024-05243. The manufacturer is closing the file on this event.